Event description:
It was reported that during preparation of the 3.50x15mm rx xience skypoint, when removed from the chipboard box, it was noted the foil pouch was already open. Another xience skypoint was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device and packaging were not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported unsealed packaging device could not be determined; however, factors that could contribute to unsealed packaging device include, but are not limited to, damage during transport/shipment, delamination of film layers, or previously opened packaging at the account. In this case, it is possible the inner pouch may have been previously opened by the account at some point and restocked, causing the reported unsealed packaging device; however, based on the information provided and without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.